Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous illiac vein. A /14-4/5.8/75 xxl balloon catheter was advanced for post dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed over the wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.